Event description:
It was reported to philips that the system displayed a generator busy alert, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis procedure. The procedure was completed by moving the patient to another system at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system displayed a generator busy alert, preventing imaging. Review of the logfile shows message: xsc: hivo doesn't start, confirming a generator hivo error. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer, and they stated that multiple system restart attempted, and x-ray cabinet checked but found no status on the hivo section. The rse requested onsite support. The philips field service engineer (fse) visited onsite and found that the hivo was failing the post test during system boot, as indicated by the cat tool error log. To resolve the issue, the fse replaced the hivo high-voltage transformer and calibrated the generator. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.